Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed. One 4 fr dual lumen powerpicc sv catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A large split was observed in the red lumen of the catheter between the 10 cm and 11 cm depth markers. The red lumen was found to be occluded, likely with use residue, distal to the observed split. Some slight tensile weakness was observed in the catheter around the split. A microscopic observation revealed the edges of the split were elongated and very thin and transparent in some locations. The extent of the plastic deformation of the edges of the split as well as the tensile weakness near the split site and the occlusion distal to the split are indicative of a burst failure caused by over-pressurization of the catheter lumen. A lot history review (lhr) of reex1211 showed no other similar product complaint(s) from this lot number. H3 other text: device not returned for evaluation.

Event description:
It was reported 4fr dual lumen powerpicc was found fractured/leaking. No other information was provided. Additional information received 03/22/2021: placement info: PICC placed in the right upper arm, basilic vein, with 9 cm external catheter length. Catheter tip at cavoatrial junction. "Both lumens with continuous infusions. (B)(6) 2021 the red lumen was noted to be completely occluded; alteplase was administered @ 1628 and again at 2259 for persistent occlusion. Patency was restored. (B)(6) 2021 @ 1320 both lumens were placed to heparin lock. @ 1415, tear in the catheter was noted upon catheter removal. Upon visual inspection of the catheter, the vat team noted that the catheter appeared to have ruptured between the 11-12 cm mark. Also at the 25 cm mark, it appeared that the catheter was bulging a little. No patient harm reported. Patient being treated for sepsis, multisystem inflammatory syndrome. Covid-19 positive on (B)(6) 2021."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported 4fr dual lumen powerpicc was found fractured/leaking. No other information was provided.